Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided prostate biopsy into normal density tissue, the device allegedly self activated. It was further reported that another device was used to complete the procedure and no coaxial was used. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the device functioned properly under laboratory conditions, the needle passed the drop test and was able to prime and fire without issue. An x-ray showed sufficient cannula tang engagement, however, the device was mistakenly disassembled before sample testing could be completed. The investigation will remain inconclusive for the alleged self-activation, as no sample testing was performed before the device was disassembled. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound-guided prostate biopsy into normal density tissue, the device allegedly self activated. It was further reported that another device was used to complete the procedure and no coaxial was used. There was no reported patient injury.